Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient was informed on (B)(6) 2010 that mesh was eroding. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-01480. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. Three weeks following the mesh insertion, the patient fell and while someone was helping her up she felt something tear in the vaginal regions and she gathered the sling came loose. The doctor noted uncertainty of patient erosion. Post fall, the patient developed dyspareunia, not good continence, severe vaginal pain and limited sexual relations. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/20/2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2010 by dr. (B)(6) due to extrusion of vaginal sling.

Event description:
It was reported that patient underwent mesh excision on (B)(6) 2010 by dr. (B)(6) due to extrusion of vaginal sling.

Manufacturer narrative:
(B)(4).